Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's increasing angina pectoris has been updated to related to the study device based on angiography findings of in stent restenosis of the study stent.

Event description:
(B)(4). It was reported that stent under expansion occurred. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was mi (myocardial infarction) with unstable angina. Prior to procedure, the patient was found to have elevated biomarkers indicative of ischemia and was referred for cardiac catheterization. Subsequently, the index procedure was performed on the same day. The target lesion was located in the mid right coronary artery (rca) with 90% stenosis and was 16mm long with a reference vessel diameter of 3.5mm. The lesion was treated with predilation and placement of a 3.50x20mm promus element¿ plus stent. Following post dilation, residual stenosis was 0%. One day post index procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2015, the patient developed angina pectoris of increasing severity and was hospitalized for the same. 70% stenosis was identified just proximal to the study stent in the mid rca and was treated with direct placement of a 3.5 x 12mm promus premier stent in an overlapping manner with the previously placed study stent in the mid rca. During post-dilation of the overlapping section, the 3.50x20mm promus element¿ plus study stent was noted to be slightly under expanded. This was treated with further post-dilation using an nc quantum maverick balloon catheter. Following post dilation, residual stenosis was 0% with timi 3 flow.